Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. The device was returned to a third party service center for evaluation. The customer's complaint was confirmed. The device's blower motor needs to be replaced to address the issue. The blower motor was found to be contaminated with dust.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing and the lcd screen was blank. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.